Event description:
The lay user/pt called lifescan (lfs) in 2005, and alleged that his meter was prompting the date and time when powering the meter on. The pt did not test on his meter for approximately 2 months. He reported that when powering the meter on, he was unable to set the code. For the past couple of days the patient was not feeling well. On the same day, the pt ate his breakfast at 10:30 a.m., took his insulin and then went to his physician's. His blood glucose was tested on the physician's meter and the result was 497 mg/dl. No diabetes treatment was given, however, the pt was given a cortisone shot for bursitis in his shoulder. He was advised to increase the humalog insulin dosage on his sliding scale and to take 40 units of lantus at bedtime instead of 36 units. During troubleshooting, it appeared that his meter was going to the set-up mode when powering the meter on. The patient had replaced the battery and the meter was still going into the set-up mode. The lfs customer service representative was able to walk the pt through setting the meter up, but when attempting to test, the meter prompted an error 4 message. At the time of the testing the meter had been in the patient's car in 40-degree temperatures. This complaint is being reported as an adverse event because the patient stopped testing on his meter due to the power issue, subsequently, the pt went to his physician's and was found to be hyperglycemic. A replacement meter has been sent.